Event description:
Dexcom seven plus is not operating within product specs. I started using the dexcom sever plus continuous glucose meter (sn (B)(4)) in (B)(6) 2012. Within the first week of use I recognized that it was not operating within the product specs. As explained to me by dexcom support personnel, the variance between the dexcom cgm and my accu-chek aviva blood sample glucose meter should be above blood glucose of 100: no more than 20% different. Below blood glucose of 100: no more than 20 points different. During my time of use of the dexcom cgm I would encounter variances several times a week of: above blood glucose of 100: 30% - 60% and sometimes even larger. Above blood glucose of 100: 30 - 50 points. I telephoned the dexcom technical support number ((B)(4)) in (B)(6) 2012, during the first week of use of the product and reported what I had encountered. The suggested resolution was to change the sensor portion of the product. This did not resolve the situation. Sensors from several different production lots have been used when the variances occur. I continued to report variances in the blood glucose readings and to request a resolution from dexcom intermittently during (B)(6) 2012. In (B)(6) 2012, I requested to speak to a supervisor at the dexcom technical support. After a discussion, she invited me to upload my weekly glucose records from the dexcom product to the support organization for more detailed analysis. A commitment was made to telephone me weekly with info about the investigation. After (B)(6) weeks without receiving any response to my record submission or requests for info, I wrote a request for assistance to (B)(6). Subsequent to sending this letter, I was alerted on (B)(6) 2012, by the dexcom product about a low blood sugar reading by the cgm. I also tested my blood sugar with my accu-check blood sample glucose meter. The readings were: dexcom cgm: blood sugar of 49, accu-check: blood sugar of 203, with a second test result of 211. At this time, I lost confidence in the readings of the dexcom cgm and discontinued using it. During the following week, I was contacted by both the dexcom sales rep and a support person from dexcom that was to investigate my experience. Since I was no longer using the dexcom seven plus product, I declined to participate in their research and asked to return the product. That request was refused. Although several hypotheses have been made about the variances in blood glucose readings between the dexcom cgm product and a blood sample glucose monitor, I have not been informed of any resolution that may prevent me from experiencing these large variances in the future. Dexcom seven cgm [used (B)(6) 2012.]